Event description:
A pt was brought back to the operating room approx 36 hours after primary ventral hernia repair. A hole in the mesh was discovered approx 5cm in diameter and the small bowel was protruding through the mesh. The device was explanted and replaced with bard composix mesh.